Event description:
Additional information was provided by the or supervisor at the user facility. The pt had an excellent outcome.

Event description:
An or supervisor reports a scratched intraocular lens (iol) during implant surgery. The or supervisor indicated the iol did not cause or contribute to pt injury, however the incision was enlarged, the iol cut in half, removed and replaced. Additional information has been requested.